Event description:
The st. Jude medical rep called to report that the pt presented to the emergency room with a battery voltage past end of life. The pt had received a large number of high voltage therapies. It was not known at the time if the therapies were appropriate. The device also presented with sensing anomaly. Because the ICD battery voltage is below end of life, the device was explanted.